Event description:
Philips received a complaint on the intellivue multi measurement server x2 sn (B)(6)indicating a message about a speaker operation fault was visible while using the multi measurement (mms) server x2 in companion mode. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Section e reporting institution phone # (B)(4). A philips field service engineer (fse) went onsite to evaluate the device in question. The (fse) reported the speaker was completely out of sound and the device gave a speaker malfunction inop. The (fse) confirmed a speaker operation failure a number of times in alarm review. The (fse) concluded the speaker assembly was faulty; therefore, it was replaced. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.